Event description:
It was reported that after a da vinci-assisted radical prostatectomy (without lymphadenectomy) surgical procedure, user noticed thermal damage on the fenestrated bipolar forceps instrument's pulley cover. The procedure was completed as planned with no reported injury. No fragment fell into the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The bipolar instrument was analyzed and found to have charring and localized melting on bipolar yaw pulley, near the grip. The instrument passed the electrical continuity test. The complaint was confirmed by failure analysis.